Event description:
Device broke or disassembled during use. When applying drilling force on the item, the item broke at the head position.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 7 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008. Were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B)(4). There are 2 events associated with this event type (device broke or disassembled during use) and product code (jdw).